Manufacturer narrative:
Investigation summary: the customer reported detachment at the drip chamber, and returned one used (B)(4). The sample verified the drip chamber separation, only the tubing was returned. The drip chamber was thrown out by the customer. The tubing showed evidence of manufacturing issue, insufficient solvent applied. There is a funded project to mitigate the risk of this failure recurring on this material, and the plant is working on the issue. Device history record review for model 11448964, lot number 22019135 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ secondary set tubing detached from the drip chamber. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "event #1: it was reported by the customer that the tubing detached from the drip chamber." "Event 1 ¿ (B)(6) 2022 ¿tubing came out from drip chamber. Unable to use.¿"